Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir lip ring was damaged. The customer¿s blood glucose level was 159 mg/dl at the time of incident. Customer stated that the there is crack from the left corner up to the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked case near display window corners, cracked on display window and cracked reservoir tube lip noted. The test reservoir stay locked in place noted.